Event description:
It was reported that two surgical fibers were used during a prostate procedure, and both fibers did not vaporize properly. The case was completed using an alternate procedure (turp). There was no patient injury reported. Gland volume: 80 ml. Time expended: 15 minutes. Joules used: 50,800. This report is for the second surgical fiber used.

Manufacturer narrative:
Failure analysis for fiber (B)(4): the glass cap is partially fractured distal to glue zone; the fiber is fractured at the bevel edge; the distal end of the glass cap is not returned; the heat shrink tube is damaged with scratch marks and melting at the open end. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.